Manufacturer narrative:
Based on the information provided at this time, the cause of the post-procedure pneumothorax cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient had a medical history of smoking and copd. The biopsied lesion size was 16 mm and located in the right lower lobe. The distance to the pleura was 3-5 mm. The ion procedure was completed, but a diagnosis was not obtained. While the patient remained asymptomatic, the pneumothorax was identified via post-procedure chest x-ray. Per the physician, the pneumothorax was caused by atelectasis and pleural vicinity and that the pneumothorax could have potentially occurred via another biopsy modality. The initial size of the pneumothorax was 30%-40% and it did not increase in size. A french anterior pigtail catheter was placed to resolve the pneumothorax. The patient was admitted to the hospital, but was discharged home less than 24 hours after the procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.